Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat low back pain. On 11jan2024 the firm was notified by the local acute facility that the patient was being scheduled for a procedure. Investigation found that during a post-op follow-up with the physician on 22dec2023 it was noted that the surgical wound was open and had discharge. Patient was prescribed oral antibiotics at that time. On (B)(6) 2024, the patient underwent a full system explant and the firm was made aware that lab cultures had confirmed the presence of staph infection. Per the physician, the patient had midline infection in the spinal tract. Physician also noted that the patient had existing hardware from a previous spine surgery and the doctor felt it best to remove the nalu system.

Manufacturer narrative:
The patient's surgical history relating to the existing spinal hardware is not available to the firm and it is unknown if the presence of infection is related to that procedure. It is possible that the patient developed infection from improper post-up wound care after having the nalu device implanted, but unlikely that the device itself caused or contributed to the presence of infection based on type of infection and timeline. Infection of surgical wounds is a known inherent risk of invasive procedures.